Event description:
On 3/30/83 an ipp device was implanted. On 9/16/86 the cylinders and pump were revised. On 10/17/96 the device was removed from the pt and replaced due to fluid loss--leak in tubing to cylinder.